Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen blanked out. As a result, an alternate system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The software data logs were returned to the manufacturer on 12/02/2013 for further evaluation. When the user facility's biomedical engineer (biomed) tapped on the ccm, the display came back for a bit.